Manufacturer narrative:
Date sent: 11/07/2007. Evaluation summary: the analysis results found that when attempting to activate the device on a gen04, it gave an error code 5. Visual examination found an area of the blade that was discolored due to heat generated from contacted between the blade and tissue pad. Further analysis found a crack propagating from the heat-affected area of the blade. This failure is caused due to activation of the device while clamped without tissue being present. For this reason the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument." We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, there was no function after a few minutes. Took a different device to continue the case. No further information is available. There was no patient consequence.